Event description:
Customer reported via phone, the numbers on the insulin pump were scrolling when she was trying to bolus. So she removed the battery in attempt to resolve the issues when she inserted the battery the device alarmed failed battery test. She then inserted a new battery and the device alarmed button error. Customer's blood glucose was 175 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred during testing. The insulin pump passed the functional tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.